Event description:
New information received notes that the programming changes were made to resolve the issue. Patient condition was stable post changes.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No interventions were performed. There were no patient consequences.